Manufacturer narrative:
(B)(4). Batch #: not applicable. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during preventive maintenance that a failure was detected during the electrical safety test at the service center. No patient involvement. No surgical delay.

Manufacturer narrative:
(B)(4) date sent: 7/1/2021 investigation summary per service manual operational and diagnostic analysis confirmed the failure during electrical safety test. The power supply was replaced as identified in the investigation to address the issue. The repair and testing of the unit was completed per the service manual, bringing the unit back to full functionality. The unit passed all functional tests and is fully operational. The repair and testing of the unit was completed. The device history records were reviewed and certed by external manufacturing that the manufacturing criteria were met prior to the release of the equipment. The certificate records are accessible through external manufacturing.